Manufacturer narrative:
(B)(4). Additional test performed as follow: (B)(4) samples were taken from the actual production (visistat 35w) lot # 73j1600528, the samples were functionally tested according with the procedures (B)(4), and issue reported "not working when pressed" was not present in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The staples do not grab the skin correctly. Instead of the ends of the staples flatten out and do not clip into the skin. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot #73c1600695 was manufactured on 04/04/2016 a total of (B)(4) pieces. Lot was released on 04/07/2016. DHR investigation did not show issues related to complaint. The customer returned two units 528235 visistat 35w 6/box for investigation. One of the returned staplers is a representative sample. Both samples were returned with the original packaging. The returned staplers were visually examined with and without magnification. Visual examination of the returned staplers revealed that the staplers appeared typical. The actual sample was returned with one loose, formed staple in the opened packaging. No defects or anomalies were observed. The actual sample was received with 24 staples left in the cartridge indicating that at least 11 staples were fired by the end user. The representative sample was received with 38 staples left in the cartridge. (B)(4). Functional inspection was performed by attempting to fire staples from the returned staplers. First, the actual sample was tested. Using hand pressure, the other remarks: trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The same testing process was repeated with the representative sample. The same results were found as all of the staples were able to function properly. No issues were found with the returned devices. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned staplers. The reported complaint of "not working when pressed" could not be confirmed based upon the samples received. Two staplers were returned with one of them being a representative sample. The returned staplers were able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned staplers. No further action will be taken.

Event description:
The staples do not grab the skin correctly. Instead of the ends of the staples flatten out and do not clip into the skin. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73c1600695 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples do not grab the skin correctly. Instead of the ends of the staples flatten out and do not clip into the skin. The patient's condition was reported as fine.